Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.75 x 23 mm xience v stent in the proximal left circumflex (cx) artery and placement of a 2.5 x 23 mm xience v stent in the distal right coronary artery (rca). Post stent deployment in the rca, a hazy area was noted at the distal edge of the stent and a dissection was noted. A 2.25 x 12 mm xience nano stent was deployed to treat the dissection. Post procedure, troponin I levels were elevated. No treatment was provided; however, no myocardial infarction was diagnosed. The patient condition resolved the same day and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2013 (08:35): troponin I=negative value for myocardial infarction, upper reference limit 0.05 ng/ml; (B)(6) 2013 (21:52): troponin I=0.14 ng/ml, upper reference limit 0.05; (B)(6) 2013: ck=61 iu/l, normal upper limit 181; (B)(6) 2013: ck-mb=6.3 ng/ml, normal upper limit 6.3; (B)(6) 2013: troponin I=0.65 ng/ml, upper reference limit 0.05. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.